Manufacturer narrative:
Pump was received with no button response due to flattened esc, act, down arrow and up arrow buttons dome switch. Inspected lcd connector and no unlocked connector was noted. No moisture damage found inside the pump. Unable to verify failed battery test or perform the unexpected restart error test and displacement test due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, reservoir tube lip, belt clip slot, corroded battery cap contact and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery and leaking reservoir. The customer¿s blood glucose level was 188 mg/dl. The customer was assisted with troubleshooting for failed battery and leak. The customer received failed battery test and the leak is past 2nd o ring. The insulin pump will be returned for analysis.